Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder labral repair surgery, the tip of the osteoraptor anchor fractured during implantation. The procedure was completed using a back-up device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. An analysis of the customer provided image found the device outside of its box, the suture is off the needle and wrapped around the handle. The anchor is not shown in the image. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned with the proximal end of the anchor and the suture strings off the device. The distal 1/3 of the anchor is fractured away from the proximal end of the suture window and was not returned. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.